Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to reset pump, and after pump reset error message did not appear again.